Manufacturer narrative:
H10: internal complaint reference: case (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an ent surgery the metal electrode of the procise wand wire of the wand broke. There was a back up device available. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection observed the returned device shows no manufacturing abnormalities. Fluid is in the fluid line. Electrodes have been broken off and deformed by use of a sharp instrument such as a grasper. Evidence can be seen on the remaining electrode pieces. Bio debris is present. The device was out of the original packaging. No packaging returned. A functional evaluation showed the device was tested and plugged into the controller and registered settings (7,3). Coagulation and plasma were generated with the available electrode pieces. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with component failure. Factors that could have contributed to the failure includes: 1) using the wand above default output settings, thus causing the electrodes to become eroded extensively. 2) pressing the tip against hard or bony surfaces. Based on this investigation, the need for corrective action is not indicated.